Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wires in the trunk cable. No adverse event resulted from the open wires.

Event description:
A distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.